Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During the procedure, as physician was aspirating, it was continuously drawing back air bubbles due to issue with the sheath valve. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was disposed.